Event description:
Information received indicates when the brake petal is engaged, the left head brake caster will not hold.

Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.